Event description:
It was reported that a malfunction alarm, displaying malfunction code 6, occurred. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, which resolved the issue, and was advised to call back if the problem recurred. No further recurrence of the malfunction was reported.